Manufacturer narrative:
The product was returned for investigation. Based on the results of the investigation and the information provided, e0101 error indicates internal abnormality, and it occurs when communication error occurred on the electronic board. Communication error likely occurred by some electrical problem, and it likely leads to e0101error occurrence. However, the root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the generator had an error e0101 recorded in the error log. There were no reports of patient involvement.